Event description:
This report is filed for increased mitral regurgitation (mr) grade, cause unknown. It cannot be said for certain that the implanted clip did not contribute to the increased mr. It was reported that a mitraclip procedure was performed on (B)(6) 2014. One clip (10271505/14) was implanted reducing the mixed mr grade from 3 to 1. On (B)(6) 2014, a second mitraclip procedure was performed as the mr grade had increased to 4. The previously implanted clip was found to be stable and securely attached to both leaflets. Two clips were implanted reducing the mr grade from 4 to 2. There was no adverse patient sequela. Reportedly, the cause of the increased mr was unknown. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip remains implanted on the mitral valve leaflets. The analysis of this complaint will be an assessment of the manufacturing records and information provided by the reporter to abbott vascular. There was no reported device malfunction associated with the device. A review of the device history record revealed no non-conformances for the lot. The reported patient effect of worsening mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.